Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor therapy. It was reported that they were having trouble with more frequent bowel accidents. Patient said their ins had helped the first year, then helped less and now it seemed like their symptoms were worse than they were prior to getting the ins. The patient said they've had accidents and had to take 3 showers on monday and 2 yesterday. Patient said their stools were soft, so they have had leakage. Sometimes it was just a little bit, but they still have had issues 2-4 times a week. Patient said, they kept changing programs and still had incontinence. There was not a program that was effective, they would always have to keep a change of clothes and extra pads. Patient said they had tried calling their doctor but the doctor passed away and the office told them to talk to the manufacturing company. Patient said they had been on program 1 for a while and they were still having problems so they change programs when they have 2 accidents in a row. Patient said, they were pretty sure program 1 had "slipped," as they noticed the sensation in a different part of their bike seat from where they previously felt stimulation. Patient said when they activated program 1 their 3 outer toes curled but it was not painful. Sometimes they can tell when it is firing off, but not all the time. That did not happen when they used program 1 before. Patient stated they just switched from program 1 to the next program and they had to take the program up pretty high. Patient said when they switch to a new program they could not get it down fast enough before it hurt. Reviewed how to prevent sensation too strong when activating a new program. Patient said when they used programs 2 and 3 they noticed it pretty intense over the pudendal area. Patient said, this year had maybe a couple of weeks when they weren't having trouble due to traveling and they were constipated. Reviewed ins therapy optimization information and recommended keeping a symptom diary to track results reviewed the potential for getting new programs added by working with their doctor. Redirected them to their doctor. Offered and sent physician listings and sent email with quick guide, symptom diary and ins information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1fwzb); product type: 0200-lead; implant date (B)(6) 2017.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.